Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the white lumen was flushed per the patient¿s request and while flushing the rn noted saline leaking approximately 1 inch proximal to the cap. It was reported that the line appeared to have a small puncture in it. The next day the line was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged leak in the catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include sharp instrument damage, chemical degradation, and flexural fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). A review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. This IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. Clamping the catheter selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: use only smooth-edged clamps. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. (See diagram). Follow the directions of your doctor or nurse regarding when to clamp. Most hickman and broviac catheters come with pre-attached clamps and reinforced clamping sleeves - do not clamp here. (Expiry date 04/2022).

Event description:
It was reported that the white lumen was flushed per the patient¿s request and while flushing the rn noted saline leaking approximately 1 inch proximal to the cap. The white lumen was flushed with an additional 20 ml of normal saline and it was reported that the line appeared to have a small puncture in it where saline was leaking out. The next day the line was removed and replaced. There was no reported patient injury.